Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported filling cartridge with cold insulin, and that they had not performed the air removal step when filling the cartridge. Tandem technical support instructed customer to use room temperature insulin when filling the cartridge, and reviewed the proper air removal process per the user guide. System check was performed with technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 116 mg/dl at time of event.